Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause was determined to be the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and failed. Performed share tool data log review and the reported event of a loss of connection was confirmed via data. The patient's complaint was confirmed because the device failed the log review and the pairing test. The probable cause was a defective transmitter. No additional event or patient information is available.